Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that the clips were not forming properly. They were slipping off of the cystic duct. The device fired six malformed clips. Clips were not completely formed. The surgeon squeezed and held trigger down for ten seconds. The clip appeared to form and remained on duct. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.